Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken grip at midpoint of the grip. A piece approximately 0.178" x 0.688" was found to be broken off. The broken piece was returned and was attached to the instrument by the conductor wire.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the force bipolar instrument broke while the surgeon was grasping a doppler probe. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: this force bipolar instrument was bent on the first use. This instrument was used to manipulate the fortec doppler probe. After manipulation, the grasping tips were no longer aligned. Discussion with the surgeon revealed that the instrument was still intact at this point and did not actually break. The tip of the instrument was loose and dangling after processing in sterile processing. No fragment fell inside the patient.